Event description:
The customer reported that a probe damage error occurred after the subject device was in use for approximately ten minutes during an unspecified therapeutic procedure. The procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the tissue pad was found to be separated. This report is being submitted for the malfunction found during evaluation (separated tissue pad).

Manufacturer narrative:
During inspection and testing, the tissue pad was found to be separated with evidence of charred marks from the jaw exposing metal. There was a mark on the probe where it had come in contact with the non-insulated are of the grasping section and abraded against it. A review of the device history record found no deviations that could have caused or contributed to the tissue pad separation. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe damage error and tissue pad peeling occurred because the grasping section was closed without grasping anything while output in seal & cut mode was activated (including after tissue resection) causing the tissue pad to wear and peel off. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. Output in seal & cut was then activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed on the probe and the probe damage error occurred. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. The reported issue (probe damage error) was not reproduced during testing. The device passed the probe check. The distal end of the device was inspected under a microscope and there was evidence of charred marks and tissue build up on the probe unit and the coating on the probe was partially peeling. The peeling likely occurred because of activation of the device in seal and cut mode for a long duration while no tissue was grasped by the grasping section and the distal end of the probe (including activation in seal and cut mode continuing after completion of tissue cutting). Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.